Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. During the procedure to revise the lead it was noted that part of the coil was poking through the outer insulation and it was suspected this occurred during pocket closure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. There was blood on the proximal conductor. The inner and outer insulation of the lead was extrinsically breached due to a tear. Visual analysis of the lead indicated explant damage. If information is provided in the future, a supplemental report will be issued.